Manufacturer narrative:
E1: patient city: (B)(6), patient country: brazil. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient faced diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2024.the patient was hospitalized for 24 hours. The insertion site was buttock. The infusion set was in use for one day. The blood glucose level was high at the time of event and also the patient was tested for ketones and found positive. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.